Event description:
It was reported that the plastic broke upon impaction. The surgeon discarded all pieces into the trash.

Manufacturer narrative:
(B) (4): evaluation: no product was returned for review. Additionally, a lot number was not provided with the impactor pad, therefore, a potential field age cannot be determined. Impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be replaced when the part is no longer functioning. The cause of failure appears to be normal wear and tear. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.